Event description:
St. Jude malfunctioning ICD lead. Externalization of two separate conductors. The conductor at the distal coil has prolonged. New and obvious externalization at the heel of the second conductor (revealed by fluoroscopy about two months ago).